Event description:
It was reported that during a balloon treatment procedure, a shaft fracture occurred. A .014" wire was successfully placed across the unknown lesion. The 2.0x20mm maverick2 balloon was advanced, however, was unable to advance to the target lesion so it was removed. Upon removal it was noted that the shaft was broken. The procedure was completed with another 2.0x20mm maverick2 balloon. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a balloon treatment procedure, a shaft fracture occurred. A.014" wire was successfully placed across the unknown lesion. The 2.0x20mm maverick2 balloon was advanced, however, was unable to advance to the target lesion, so it was removed. Upon removal, it was noted that the shaft was broken. The procedure was completed with another 2.0x20mm maverick2 balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned section of the device found that a break had occurred in the distal extrusion. The break was located at 4mm distal to the exchange port site. The distal section of the break, including the balloon and tip section of the device, was not returned for analysis. An examination of the break site found that the extrusion appeared to be stretched. No other damage was visible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).